Event description:
It was reported that during evaluation conducted by a manufacturer field service technician the power plug was burnt. There was no pt involvement; no adverse event was associated with the device.

Manufacturer narrative:
The field service technician noted that there were bare copper wires exposed inside of the plug. The technician cut the wire back and replaced the plug. The unit was returned to service.